Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. Nevro submits this report in compliance with FDA¿s medical device reporting regulations under 21 cfr part 803. Nevro has complied with regulatory investigation requirements and is submitting all information that is reasonably known to us at this time. However, we may not have been able to confirm this information or complete the investigation within the timeframe for filing this report. We may have given no response or an incomplete response to certain questions because we do not currently have information available to provide a complete response. If we later obtain any required information that was not available at the time of this initial report, we will submit a supplemental report. This report is not an admission by anyone that the product described in this report was defective, that it malfunctioned, or that it caused or contributed to the event described in this report. We may conclude that the device had no defect, did not malfunction, or did not cause or contribute to a reportable event. Some of the items on this form include forced-choice terms used by the FDA for reporting purposes that do not necessarily reflect nevro¿s conclusions about the causes or nature of the event. This statement should be included with any freedom of information act response. The device was not returned.

Event description:
It was reported that the patient¿s device was removed due to sanguineous drainage and persisting pain. The manufacturer attempted to obtain additional information regarding the nature of the issue but none was available. The trial was aborted. There were no reports of device-related issues prior to the device removal. Pt calls and reports she is having 7 in of serosanguinous drainage. She denies bright red blood. She reports that it is an emergency and that she wants to see dr. (B)(6). Dr. (B)(6) had her come in and he removed the scs. She calls back and wants to know what (B)(6) told me. I told her that all he told me was that he removed it. She wants to talk to (B)(6) about defects. I told her that he is away with his kids this weekend. She wants to know when he is back and I told her he would be back on monday. She states (B)(6) threw the trial stimulator in the trash and that the trash will be gone by monday. She told me this morning that the day before she was in so much pain. She states that she was very active going to (B)(6) office. She states that yesterday she was actually dragging her leg. She told me this morning that her pain was better today. She denied that her pain was worse than normal. She then mentioned how when I was paresthesia mapping her that she noticed three shocks and I turned the low frequency amplitude down. I told her that we don't want that and after it was turned down she had no further shocks. I did not send her home on tonic. I sent her home one hf10. She states that once it was pulled her sciatica is so much better. At the end of the conversation she told me that none of this was a reflection on me. I called (B)(6) and he told me not to answer the phone anymore. The trial is done. He will call (B)(6). Procedure date - (B)(6) 2022 was the issue resolved? If yes, how? - dr. (B)(6) discontinued the trial. Was the product replaced? No. Is the product being returned? No. Event type: medical only. Was there any medical intervention performed? Yes. Does the physician or hcp believe the issue was related to the device or therapy? No. Jcg (B)(6) 2022: ts follow up with care team (B)(6). What is the physician's assessment of the pain? As (B)(6) 2022: ts followed up with care team (B)(6) regarding physician assessment; gfe 2 completed.